Event description:
A renegade hi flo catheter was used for therapeutic purposes. During the procedure, whle infusing, it was noted that there was a leak at hub of catheter. The procedure was completed with another device.